Event description:
The manufacturer received information alleging a cylinder became disconnected from the ultrafill device. There was no report of patient harm or injury. The ultrafill device and cylinder were returned to the manufacturer for evaluation. The investigation is still ongoing. A follow up report will be filed when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported a cylinder allegedly became disconnected from the ultrafill device. There was no report of patient harm or injury. The device was returned to the manufacturer for evaluation. The customer's complaint was not confirmed.